Event description:
It was reported that the "iabp was implanted in the intracardiac catheter room of (B)(6) after operation to assist cardiac function. The balloon was implanted, the machine was turned on and would not work. The alarm was high pressure. The operator suspected that the balloon could not be inflated or deflated, the balloon was not opened, and the alarm could not be removed by moving the balloon position. Then disconnect the extension tube, pull it back with a syringe, and reconnect it, but it still cannot work. Immediately withdraw the balloon, replace with a new catheter, the alarm is clear, and the equipment works normally. The 2nd catheter was inserted at a different insertion site". Additional information received stated that second iab was inserted in the right femoral artery with no issues. Patient health status post-surgery was "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of iab high pressure alarm is not confirmed. The sample was returned to manufacturer for investigation. No serial number was reported. The serial number on the returned sample is (B)(6). The lot number recorded on the complaint report matches the lot number on the returned original packaging box and for the returned sample. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within original packaging box. Returned with the sample were semi-finished kit components including short arterial pressure tubing, 60cc luer-slip syringe, 40cc inflation driveline tubing and semi-finished insertion kit including 8fr pre-dilator, 9fr dilator, 9.5fr teflon sheath w/dilator assembly and 9fr super arrow-flex (saf) sheath; no damage or abnormalities were noted to the returned components; however, the returned 9fr saf sheath appeared to have been used. The returned iab catheter was fully intact with no bends, kinks or damage noted. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The long arterial pressure tubing was noted connected to the iabc luer; liquid blood/fluid was noted within the ap tubing. The bladder was fully unwrapped. A kink to the iabc central lumen was noted at approximately 70.8cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. Additionally, upon return, dried blood was noted on the exterior surfaces of the returned 9fr super arrow-flex sheath; liquid blood/fluid was noted within the sheath sidearm. The evidence of blood on the sheath and within the sidearm indicates the returned sheath was used on a patient. Based on the returned state of the sheath and iabc, it appeared that the user did not follow the instruction for use (IFU) for removal technique and had withdrawn the iabc completely through the sheath; however, it could not be confidently determined that the iabc was withdrawn through sheath during the removal from the patient or after the removal from the patient. An in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0074in-0.0077in and was within specification of internal process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from internal manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 70.8cm from the iabc distal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 14cm from the iabc luer, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. The returned 9fr super arrow-flex sheath was aspirated and flushed using a 60cc lab-inventory syringe. Blood exited during flushing. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The occurrence rate is within acceptable risk limits per internal manufacturing procedure. The root cause of the complaint is undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the "iabp was implanted in the intracardiac catheter room of xijing hospital after operation to assist cardiac function. The balloon was implanted, the machine was turned on and would not work. The alarm was high pressure. The operator suspected that the balloon could not be inflated or deflated, the balloon was not opened, and the alarm could not be removed by moving the balloon position. Then disconnect the extension tube, pull it back with a syringe, and reconnect it, but it still cannot work. Immediately withdraw the balloon, replace with a new catheter, the alarm is clear, and the equipment works normally. The 2nd catheter was inserted at a different insertion site". Additional information received stated that second iab was inserted in the right femoral artery with no issues. Patient health status post-surgery was "fine".